Event description:
It was reported the patient¿s antenna would ¿literally burn her skin.¿ the patient clarified that it was ¿not a blister burn but felt like hives.¿ it was stated the patient experienced an ¿antenna too hot¿ icon and a ¿thermometer too hot screen.¿ upon experiencing the thermometer screen ¿within five minutes¿ of recharging, the patient reported their recharger ¿would shut down.¿ it was further stated the screen would ¿just go blank.¿ the patient noted they ¿didn¿t sit down in a chair or anything while charging either¿ and that ¿wearing a thin tank top between her skin and the recharger did not seem to help.¿ the patient further noted they had ¿had this issue with recharging for over a year.¿ it was stated that ¿this happened shortly before the manufacturer replaced her recharger¿ in (B)(6) 2012. It was further stated the replacement recharger ¿did not correct¿ the issue. At the time of her recharger replacement, the patient¿s programmer was ¿reprogrammed and reset because she was having an error code.¿ it was stated the patient was ¿not sure what it (the error code) was¿ and that it was ¿possibly a call clinician or por (power on reset).¿ it was reported the patient was ¿getting a picture of the thermometer.¿ the antenna was not returned. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).